Event description:
In (B)(6) 2012, I had essure coils implanted. In (B)(6) 2013, I had the f/u procedure confirming the coils wire in place within the fallopian tubes. Since then I have experienced the following consistently depression, tension headaches, migraines, abdominal pain, back pain, joint pain (pelvic, knees, hips), vaginal pain, severe bleeding and cramping during period, severe cramping at random times, weight gain, bloating of abdominal area, fatigue, brain fog.